Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a lesion in the proximal lad with 93% stenosis. The degree of tortuosity is unknown. The lesion was pre-dilated. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion due to severe calcification and tortuosity. The physician used a new device, of unknown model and size, to complete the surgery. The patient is good. The device was returned to the manufacturing facility and analysis revealed damage ot the stent. Evaluation summary the hypotube was kinked 2cm, 5cm, 54.5cm and 81.5cm distal to the strain relief. The distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th and 9th distal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (stenosis, calcification, tortuosity), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation),device failure related to patient condition (stenosis, calcification, tortuosity). (B)(4).